Event description:
Caller reported a cartridge alarm issue, specifically alarm 20, with no history of similar alarms with the current pump serial number. There was no adverse impact to the customer¿s blood glucose level. Customer support decided to replace the customer's pump, as it was still under warranty, and advised the caller to return the defective pump within ten days using a prepaid return box to avoid charges. The customer was informed they would receive a replacement pump with updated software, which required reprogramming and reconnecting their continuous glucose monitor. Additional instructions included using multiple daily injections for insulin delivery in the interim and storing the faulty pump properly before return. A replacement pump and requested cartridges were sent to the customer, and a signature was required for delivery.